Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual examination. Functional testing revealed that the device was received in an inoperable state; the battery was unable to charge or provide power. Internal inspection of the battery did not reveal any abnormalities that may have contributed to the inoperability of the battery. An attempt to reset the main integrated circuit (ic) was able to reestablish the functionality of the battery. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a faulty integrated circuit that controls the battery. Scar pr00388907 investigated battery main integrated circuit malfunctions. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacture because it was not charging. The battery subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.